Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 7080744 / 7080709 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 30669290 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.